Event description:
A nurse reported that a system message displayed, indicating an irrigation output valve error during a vitreoretinal procedure. After the system was rebooted and the cassette exchanged, the procedure was able to be completed. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).